Manufacturer narrative:
The initial failure description was "head error". According to service order 43490426 dated on 2020-10-22 a getinge service technician confirmed the head error. During a training demo the costumer removed the rotaflow drive while the rotaflow consoles was still running. The error message "head error" was then displayed. The 701034051 rf control board pcba kit has been replaced by the technician. The calibration, function and safety of the unit was tested. All tests were passed. The rotaflow was cleared for clinical use and returned to the costumer. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Furthermore, the instructions for use of the rotaflow system, see rotaflow instruction for use, instructions for use / 4.2 / en / 13, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported failure "head error" was discovered during a training demo. The device was directly involved in the event. The failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Head error during demo testing. Complaint ID: (B)(4).